Manufacturer narrative:
The pump passed all functional testing, including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 592mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was also 592 mg/dl at the time of the call. Troubleshooting was performed and found that the pump is cracked at the reservoir compartment. It was also found that the site is changed every 2 to 3 days. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.